Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpacking a 4.0x15mm multi-link 8 stent system the stent dislodged and remained inside the protective sheath. Reportedly no resistance was noted while removing the device from the dispenser coil and no resistance was noted while removing the protective sheath from the stent. The device was prepped according to the instructions for use (IFU). The device was not used and there was no patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI #): (B)(4). The stent implant was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.